Event description:
On any one floor of the tertiary care center, each with up to 12 computer terminals, the sunrise system would not boot up from the terminals. This caused delays in care and was hospital wide. It is unk if there were any adverse events because of this, but, undoubtedly, all pts were put at risk. This went on for approx one week before the vendor solved the problem.